Event description:
A healthcare professional reported a patient experienced the events of ¿sudden swelling¿, ¿intraoperation double capsule¿, and ¿rupture¿. The device has been explanted. This device relates to the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: underweight, crease flat and opening. A microscopic analysis was performed which a opening striated in the radius, four striated in the anterior side, a striated opening in the posterior side and consist in the use of some surgical tool and observed a sharp opening in the posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a striated opening on radius side due to surgical damage. Four striated opening on anterior side due to surgical damage. A striated opening on posterior side due to surgical damage. A sharp opening on the device due to an unidentified (tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported a patient experienced the events of ¿sudden swelling¿, ¿intraoperation double capsule¿, and ¿rupture¿. The device has been explanted. This device relates to the right side.